Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during an umbilical herniorrhaphy procedure. Reportedly, the suture knots became loose. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury occurred.